Event description:
It was reported that the pt was implanted a allofit it alloclassic shell, 54/jj on the right side on unk date. Currently the pt is being monitored due to loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review as the pt has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer case reference number (B)(4).